Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The burned distal end was confirmed. Based on the results of the investigation, the definitive root cause of the burn could not be determined. It is possible that a high-energy endo therapy accessory was used without sufficient distance from the distal end. The instruction manual contains detection and prevention verbiage in "bf-1t150 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope" and "bf-1t150 operation manual: chapter 4 operation:4.2 using endo-therapy accessories." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited that distal end has a burn. There were no reports of patient involvement.